Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: 5554-53 lead, implanted: (B)(6) 2008; (B)(4), implanted: (B)(6) 2008. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away due to sepsis after experiencing an infection approximately four months after the implant of their cardiac resynchronization therapy defibrillator (crt-d) system. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.